Event description:
It was reported that during routine device change due to eri the system was viewed via fluoroscopy; the physician noted insulation abrasion on the left ventricular lead. The lead had always exhibited high thresholds, so it was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.